Event description:
Break apart when removing it-vagina [foreign body in reproductive tract]. Break apart when removing it [complication of device removal]. Break apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart while removing it. No serious injury was reported.

Event description:
Break apart when removing it-vagina [foreign body in reproductive tract]. Break apart when removing it [complication of device removal]. Break apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart while removing it. No serious injury was reported. 23-may-2021: follow-up revealed that the suspect product involved was manufactured by tambrands, not ontex< so this case will be deleted. Please see 1219109-2021-00215 for this consumer's experience. A product investigation is in progress.